Event description:
The source failed to return to the fully shielded position at the end of an exposure. The machine was being used about once per week for research purposes and is not used to treat pts.